Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instruments had only (3) staples in them. Another instrument was used to complete the case. There was no consequence to the pt.